Event description:
It was reported that there was particulate matter (pm) contamination in the tubing of an exactamix 2400 valve set. The pm was further described as, "a black particle in the rubber of the hose". This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and two photographs of the sample was provided for evaluation. Visual inspection was performed on all the samples. Black speck particle of foreign matter was observed embedded on the clear tubing of the returned sample and the sample pictures. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.